Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed based the reported drain volume and the largest prescribed fill volume. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during previous servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv. A device history reviews revealed that no issues were identified that may have contributed to the reported problem. A cause was undetermined. This issue is being investigated through a CAPA.

Event description:
During troubleshooting of a low ultrafiltration (uf) alarm that appeared on the homechoice (hc) display during drain 5 of 5, the home patient (hp) reported a drain volume (dv) of 3834ml. The technical service representative (tsr) assisted the hp in reviewing the program: continuous cycling peritoneal dialysis (ccpd), fill volume (fv) = 2300ml, last fill volume = 0, cycles = 5. The hc went back to drain and ended therapy. The hp wanted to try to drain more, so the tsr assisted the hp to manual drain. The hp was draining, and hp wanted to end the call. The tsr offered to stay on the line and said that this was normal for him to drain a lot. The hp declined a swap of the hc device. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the large drain volume, it was revealed that the issue was resolved, but he did not know the cause of the large drain volume. Per hp, he did not experience any symptoms. The hp did not remember the additional manual drain amount. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided. The drain volume of 3834ml is more than 160% of the largest prescribed fill volume (lpfv) of 2300ml. Therefore, the volumes reported fulfill the criteria consistent with increased intra peritoneal volume (iipv) event. This is an iipv event.